Manufacturer narrative:
Melody brake lever can be rotated. The right handle is loose, it can be turned sideways, front and back. The melody is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
Melody brake lever can be rotated. The right handle is loose, it can be turned sideways, front and back. The melody is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).